Event description:
It was reported that during an implant procedure, the stylet was difficult to insert into the lead. It was also noted that the helix took more turns than expected to extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.